Event description:
It was reported that the patient experienced their pre-existing symptoms return due to the superion indirect decompression spacer becoming dislodged. The patient underwent a spacer explant procedure. The spacer will not be retuned as it was disposed of by the medical facility.